Event description:
According to the reporter, during a procedure inside the uterine cavity prior to myomectomy, they went to perform window lock, but did not function. The device was then removed from the uterine cavity and further complications in relation to devices not working were experienced. They have tested one handpiece and it was running exceedingly fast, so fast that it seizes the test blade. It ran at 3500 rpm then stopped. They've tried a second handpiece and again it was running at speeds in excess of what is displayed on the control unit, about 1000 rpm over. They changed handpiece and blade and experienced the same issue. They were using a dense tissue shaver plus. It was noted that the dense tissue shaver plus device jammed on all handpieces when the device had been running for over 1min at 2500 rpm. The case was cancelled. They were unable to treat the patient and was rescheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found the device to function normally and within specifications. It was reported that there was an adverse event without an identified device or use problem. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working unexpectedly during use, and the window lock had an issue or failed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a value that is out of specification. The most likely cause for the additional condition is traced to a component failure. The shaft depth was adjusted to address the condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.